Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed in the error logs but not in evaluation testing. The following non-reportable malfunctions were found during the device evaluation: the front panel was cracked. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to generator board. Olympus will continue to monitor field performance for this device.